Event description:
Revision surgery - the patient expressed hip pain to the doctor. The doctor determined the patient needed a revision surgery and used a stryker acetabular shell and liner. It was the opinion of the surgeon that the original shell was implanted in a varus position.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 6.2 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number. The cause for the pain was most likely due to the shell being placed in varus position, as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.